Event description:
The customer reported that an 840 ventilator was inoperable. Caller states there was no patient involvement. The covidien tech support engineer (tse) troubleshoot the issue with the customer over the phone. The customer was advised to re-seat the breath delivery (bd) central processing unit (cpu) and analog interface (ai) printed circuit board (pcb) then to run the extended self tests, calibrations, then exercise for 48 hours. Covidien was not authorized to repair the device. The customer reported to have not duplicated the alleged malfunction.

Manufacturer narrative:
(B)(4).